Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery for hours. The blood glucose reading was 429 mg/dl. The customer declined troubleshooting assistance with the matter, advising that he had already changed the infusion set and reservoir. He stated that he would monitor the device for an hour to see if the issue had been resolved. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.